Manufacturer narrative:
The insulin pump was received intermittent button response due to moisture damage to keypad traces. No button error alarm noted. The insulin pump passed the displacement test. The insulin pump has cracked case near lcd window corner, cracked lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads, cracked reservoir tube lip, stained address serial number label and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer did not know the blood glucose reading at the time of the alarm. She stated that she may have pressed the insulin pump against something. The most recent blood glucose reading was 232 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.